Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder: infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, fatigue, migraine, weight increased and weight decreased outcome was unknown and the menorrhagia, cystitis and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2005, (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: incident category updated. Reporter information, patient details, product indication updated. Removal date updated. Insertion date updated. Model number updated to ess205. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, cystitis, vaginal discharge, fatigue, migraine, weight increased, weight decreased, device monitoring procedure not performed. Outcome of events ¿menorrhagia, cystitis, vaginal discharge¿ updated to ¿recovered / resolved¿. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included cesarean section, uterine fibroids and iron deficiency anemia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder: infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, fatigue, migraine, weight increased and weight decreased outcome was unknown and the heavy menstrual bleeding, cystitis and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date- (B)(6) 2005, (B)(6) 2015. Discrepancy noted on essure removal date - (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Medical history, rcc and reporter information was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (ess205) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not underwent for essure confirmation test". The patient's medical history included: cesarean section, uterine fibroids and iron deficiency anemia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder: infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraine"). And was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, fatigue, migraine, weight increased and weight decreased outcome was unknown. And the heavy menstrual bleeding, cystitis and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted, in insertion date: (B)(6) 2005, (B)(6) 2015. Discrepancy noted, on essure removal date: (B)(6) 2013. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.